Event description:
It was reported during a total vaginal hysterectomy the ez45b and the zr45b were used to take down the adnexa. Bilaterally, some pedicles appeared to not have staples after firing and the surgeon completed the case by hand sewing the pedicles. There was approximately 1100cc of blood loss that occurred and the patient was given 1 unit of plasma. The surgeon reports there was no anatomical abnormalities and the uterus was normal in size. It is approximated that or time was extended by over an hour. No other post operative complications have been reported at this time.

Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, locked out; cartridge condition, fully fired and cartridge return batch number, k00w8t. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good; test cartridge batch # k01142 and was instrument cycled, no. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not have staples" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.